Manufacturer narrative:
Citation: belin rj, desa tb, wroblewski I, et al. Diastolic dysfunction and clinical outcomes after transcatheter or surgical aortic valve replacement in patients with atypical aortic valve stenosis. J cardiovasc med (hagerstown). 2024;25(4):318-326. Doi:10.2459/j cm.0000000000001597 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding diastolic dysfunction and patient outcomes after transcatheter (tavr) or surgical aortic valve replacement (savr). Medtronic corevalve/evolut r/evolut pro (98.3%) and non-medtronic sapien 3 (1.7%) valve types were implanted in the study¿s tavr population of 303 patients. In the tavr group, the authors observed 95 all-cause and 38 cardiovascular deaths during follow-up, respectively. The circumstances of the deaths were not described, nor was any evidence presented to suggest that a medtronic valve or its function contributed to any of the deaths. Additional adverse outcomes consisted of cerebrovascular accidents (strokes or transient ischemic accidents). No further adverse outcomes were noted in the article.